Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain associated with the use of the lead 977a260 5mm compact 1x8 MRI and the implantable neurostimulator 97715 intellis adaptivestim pain. The event involved lead migration or dislodgement and a high impedance issue, where the 0-7 lead was completely unusable with all values out of range, including electrode #8. The patient reported a significant fall around the time of the change, which was identified as a contributing factor. Troubleshooting steps included reprogramming to try and capture low back pain, with plans to follow up on the results. It was unknown if the issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.